Event description:
A talent stent graft system was implanted into a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. The aortic neck was 32-36 mm in diameter and 12 mm in length with mild thrombus. The right iliac was mildly tortuous and non-calcified, but there was some calcification at the iliac bifurcation. It was reported that a glidewire dissected the right iliac artery prior to stent graft insertion. There were no issues when advancing the devices and the talent stent graft system was successfully implanted and covering the dissection. It was reported that the following day, the patient's blood pressure dropped, and the pt was brought back to the operating room, as there may have been an endoleak. The patient coded on the table from cardiac arrest before the physician could perform an intervention. No add'l info was provided.

Manufacturer narrative:
(B) (4): eval results: death; pre-operative ruptured aneurysm.